Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the lens was damaged. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Lens returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured with loose fibers and particulate. We are unable to determine the root cause for the reported complaint "lens damage". The returned lens shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).